Manufacturer narrative:
We were unable to verify the reported failure (the suction catheters do not pass down from the sample returned as ambu suction catheter able to pass through the tube. The possible cause of reported failure could be due to suction catheter used was incompatible with the dlt used during the procedure, which lead to difficulty in advancing the catheter through the dlt. Ambu production and qc performs 100% tube integrity inspection on each of the vivasight 2 and the vivasight 2 was verified in good condition prior to shipment. Production, technical team and quality control have been made aware of this feedback via quality alert

Event description:
Couldn't pass suction catheter down the tube. Catheter bending back on itself when hitting the inner lumen of dlt. Applied lubricant to catheter but it made no difference. Additional information received: · procedure started ~20 minutes late because the suction catheter couldn't be passed down the lumen. Had to open x3 different catheters to remove secretions (ambu comment: the first issue/complint for the reported event). · procedure had to be stopped multiple times as the lung was not deflating. Surgeons utilized their tools to squeeze the lung but this would only stay flat for a short amount of time. To circumnavigate this, the consultant would turn off ventilation completely, effectively making the patient apneic. She would turn it back on after a minute and continue fluctuating on bilateral and one lung ventilation (ambu comment: the second issue/complaint for the reported event. A non-deflating lung is most commonly caused by malposition of the tube or by patient related factors). · the procedure had to be stopped, with the dlt removed and a standard ett replacing it. They then wanted to send the patient off for a scan, before determining if they needed to do an open chest procedure (please note I do not know if this was directly because of the dlt or if patient factors were at play here. This patient needed the lobectomy to treat her cancer, and the consultant noted she was naturally hypoxic).